Event description:
The customer reported the vitrectomy probe passed testing. The surgeon attempted to begin vitrectomy and the probe would not cut. The vitrectomy probe was exchanged to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The customer will send the sample for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).